Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set would not flow. This occurred while priming a set-up of the extension set, an unknown primary set, and a one-link connector with normal saline solution. The reporter stated that the primary set and one-link connector were able to be primed; however, the fluid would not flow through the extension set. There was no patient involvement. No additional information is available.